Manufacturer narrative:
The main component of the system and other applicable components are : product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had a lead or surgical site infection and was undergoing a flap coverage or rotational flap to cover the area and hopefully take care of the skin infection. The hcp stated that they did not know if it was infection with the patient's implant but it was on ongoing infection at the site with an exposed lead. The caller had limited information regarding the event. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.